Event description:
Rptr had an initial consultation to see about getting a gap-space closed along with a series of x-rays and other procedures to determine the best option-metal braces, clear, aligners, etc. To correct the gap-spacing. Several mos later all the info was reviewed and sent back approved from invisalign. At that point rptr discussed the option to go with the aligners. After wearing the entire initial set of aligners the aligners created add'l spacing, larger gaps, more spacing. Of course, after wearing the aligners, pt was advised by the orthodontic dr that the teeth were spacing is too large, pt can not understand why that was not determined during the evaluaton process with invisalign with x-rays, pictures, etc.